Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by the improper interface between the support and bead slot. Applied medical has performed a historical trend analysis and review of production records and no systemic patterns were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: account manager reported to cd, "I just saw [name] and he said in a recent case the robot couldn¿t get the guide bead to cinch closed.¿ the rep, mentioned that there is no further information or date associated with the complaint. Intervention: ni. Patient status: ni.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni event description: account manager reported to cd, "I just saw [name] and he said in a recent case the robot couldn¿t get the guide bead to cinch closed.¿ the rep, mentioned that there is no further information or date associated with the complaint. Intervention: ni patient status: ni.